Event description:
Cotton remained lodged inside vaginal canal - tampon [foreign body in reproductive tract]. While removing them the tampon could come out in pieces (fell apart) [device breakage]. Probable design issue [manufacturing issue]. Case description: consumer reported via e-mail that when she removed the tampons they could come out in pieces (fell apart). No serious injury was reported.

Event description:
Cotton remained lodged inside vaginal canal - tampon [foreign body in reproductive tract]. While removing them the tampon could come out in pieces (fell apart) [device breakage]. Consumer reported via e-mail that when she removed the tampons they could come out in pieces (fell apart). No serious injury was reported.